Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a trailblazer support catheter with a 6fr non-medtronic sheath and an 014 non-medtronic guidewire during procedure to treat the patients right and left superficial femoral artery (sfa). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection device was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was not encountered when advancing the device. It was reported a portion of the shaft detached in the patients vessel. The detached portion was stuck on the guidewire and removed once the wire was pulled out. The device was safely removed from the patient. A replacement medtronic device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis the size indicated on the strain relief was 0.014 in x 150cm the device was returned in two pieces. There was multiple kinks and stretching on the catheter biologics were observed in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.